Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2026 product type catheter ubd: 29-may-2015, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) and manufacturing representative (rep) regarding a patient who was receiving gablofen (2,000 mcg/ml, 641 mcg) via an implantable pump for intractable spasticity and stroke. It was reported that during an end of service pump replacement, the pump connector separated from the existing catheter as the surgeon was connecting it to the new pump. There were no signs or symptoms reported. There were no known external factors. No diagnostics or troubleshooting were completed. Interventions taken to resolve the issue included that the pump connector was replaced with a new pump connector. 6.5 cm of the pump connector segment were removed. Once the pump was connected, 1.5 ml was aspirated from the catheter access port (cap), and then it was again aspirated once the pump was in the pocket. The surgeon had no concerns. The issue was resolved at the time of the report. The healthcare provider (hcp) had no additional information for the manufacturer.